Event description:
Ous MDR - after an implantation time of about 28 months, artifacts and an inappropriate shock were reported. The date of implant for this lead was not provided. Lexos vr-t, (B) (4), MDR 1028232-2010-00611.

Manufacturer narrative:
Ous MDR - during the analysis, damage to a welding connection between the rope conductor and the vcs shock coil was noted. The two shock coils were also severely deformed. These damages are probably due to strong tensile loads during the explantation. The mfg documents showed no anomalies that could be related to the complaint. All mfg steps had been carried out correctly.